Manufacturer narrative:
Mindray service rep evaluated the unit and replaced the mpm module.

Event description:
Customer reported the dpm 6 monitor is providing false asystole alarms. No pt injury reported.